Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation of barrett's esophagus, the physician tore the esophagus on the second pass using the catheter. Physician placed three clips over the tear and stopped the bleeding. The patient is stable.

Manufacturer narrative:
The sample was not returned to medtronic for evaluation. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will reopen this investigation. As no lot/serial number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots from production. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation of barrett's esophagus, the physician tore the esophagus on the second pass using the catheter. Physician placed three clips over the tear and stopped the bleeding. The patient is stable.